Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: this incident occurred due to a component failure of the output button. The cause of the output button failure could not be identified. The device was returned to regional investigation center(ric) for product analysis and one failure was found. The reported event was reproduced. This device did not meet specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the power seal curved jaw sealer had the seal could no longer be output. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.